Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a large hematoma one day post-implant near the implant incision site. No invasive interventions were taken, but the patient was prescribed medication for one week and that resolved the issue. No adverse patient effects were reported.